Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 501 mg/dl. Reportedly, the customer attempted to deliver a correction bolus, however inadvertently stopped the bolus from delivering. Tandem technical support educated the customer on how to deliver a correction bolus, and subsequently the elevated bg was addressed. The customer was instructed to consult with healthcare provider regarding bg level.